Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Patient did not sign a release.

Event description:
Patient came for a check up and surgeon discovered wear on the liner on both hips. Patient was scheduled for bilateral hip revision. This complaint is for the left hip.